Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side "rupture", "extracapsular echogenic and fluid collection via ultrasound image, so did aspiration and pathological examination showed jelly like material, so diagnosed amorphous mucin-like materials, consistent with implantation materials" , "other specified disturbances in the breast; breast pain", " unspecified breast nodule" and "mechanical complications " . The device has been explanted.